Event description:
The complainant reported that during preventive maintenance (pm), the automated impella controller (aic) experienced a battery alarm going off. No patient was involved.

Manufacturer narrative:
The investigation for the reported issue has been completed. Clinical review stated that while in for preventative maintenance, the console triggered a battery failure alarm during the battery test. The console was set aside for further investigation. The logs showed a battery failure alarm. The console was investigated and as part of troubleshooting, the battery connectors were switched at the power battery manager (pbm). The failure mode followed the pbm¿s channel 1. The pbm was inspected and there was visible damage to component q23. The battery failure alarm was due to a defective pbm. The cause of the defective pbm was undetermined. This report is being filed as part of a retrospective review of historical records.